Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4) medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent revision surgery. The 13mm nail was removed, and replaced by a 14mm nail due to nonunion. The initial implant surgery was on (B)(6) 2015. According to the surgeon, the cause of the patient's delayed healing is probably due to a lot of soft tissue stripping from the original incident. The surgeon is confident the bone will heal this time as he grafted the fracture site. The surgeon commented that implant was not at fault, but some compromised patient biology may be the cause of nonunion. Revision surgery was completed. Patient outcome was as expected. This report is for one (1) lateral entry femoral recon nail. This is report 1 of 2 for (B)(4).